Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer will use a backup pump for insulin therapy.